Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 12 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 2 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 14 malfunction events, where it was reported the devices experienced zoom suddenly stops. There was no patient involvement.

Event description:
This report summarizes 13 malfunction events, where it was reported the devices experienced zoom suddenly stops. There was no patient involvement.

Manufacturer narrative:
1 device that was pending was evaluated and it was determined the device experienced no zoom power, which is not reportable.

Event description:
This report summarizes 12 malfunction events, where it was reported the devices experienced zoom suddenly stops. There was no patient involvement.

Manufacturer narrative:
It was originally reported that 13 devices experienced the reported issue; however, upon completion of the final investigation, 1 of the devices was not experiencing this issue. The count of events has been corrected to reflect this.